Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, upon 1/3 deployment the valve dislodged into the ascending aorta. The patient complained of pain and the valve was recaptured. The patient arrested and cardiopulmonary resuscitation (CPR) was performed. The valve was redeployed in a good position. An echocardiogram revealed a pericardial effusion and a drain was inserted. An aortogram revealed a dissection/rupture of the aortic wall. No further intervention was possible and the patient subsequently expired. An autopsy was planned.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the review of the reported complaint, procedural considerations and subsequent data provided, it was medtronic¿s assessment that the valve was most likely oversized and that the pre-existing hypertrophic cardiomyopathy and hyperdynamic left ventricle may have ejected the bioprosthesis. However, there were no images showing that the valve dislodged during deployment. The reported annular contact resulted in a rupture of the ascending aorta subsequently resulting in the patient¿s death. Medtronic found that the following factors may have contributed to a different outcome: sizing and selecting a 26 mm evolut r transcatheter valve. Controlling the cardiac output via general anesthesia (ga), conscious sedation, vasopressors and/or effective temporary pacing. Use of a temporary pacemaker to effectively control pvc¿s. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.